Manufacturer narrative:
The investigation found the last calibration was performed on 14-sep-2021, the calibration signals were lower than expected. The qc recovery was not acceptable as it was outside 2sd. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 15.42 ng/ml. The repeated result was 8.27 ng/ml. The second repeated result was 7.88 ng/ml. The questionable result was not reported outside of the laboratory. The result of 8.27 ng/ml was deemed correct and reported. The reagent lot number was 512050 with an expiration date of 31-may-2022.